Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, the ¿inspecting the instrument¿ 3.3 inspection section of the IFU states the following: make sure that there are no scratches, cracks, or chips in the instrument. Make sure that there are no deformations, sharp protrusions, sharp edges or any other apparent irregularities. Confirm that the instrument appears exactly as shown in the tables in section 2.2, ¿specifications¿ and is not damaged. Confirm that there is no peeling or looseness at the joint.

Event description:
Olympus was informed that during an unspecified procedure, the distal cap detached from the scope and fell inside the patient. The device component was retrieved. It is unknown if the intended procedure was completed. There was no patient injury reported.